Manufacturer narrative:
(B)(4).

Event description:
On april 04, 2025, palette life sciences received a notification from a [distributor] in canada, in which it was reported that "the syringe breaks when the surgeon pushes the plunger. We had the same problem in september 2024, also on batch: 20852." Additional information received on april 14, 2025, indicated that the procedure continued with another syringe, and no injuries were reported. Associated MDR reports: 3014909464-2025-00013.

Event description:
On april 04, 2025, palette life sciences received a notification from a [distributor] in canada, in which it was reported that "the syringe breaks when the surgeon pushes the plunger. We had the same problem in september 2024, also on batch 20852." Additional information received on april 14, 2025, indicated that the procedure continued with another syringe, and no injuries were reported. Associated MDR reports: 3014909464-2025-00013 and 3014909464-2025-00014.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. There are no deviations or remarks identified in the review of batch records on the reported lot that can explain the complaint. No quality issues were found connected to the raw material (glass syringe) which can explain the complaint. The most probable root cause could not be determined. No further actions will be taken regarding this complaint. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.